Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels (346 mg/dl). Reportedly, the pump basal rate in the afternoon needed to be adjusted. Tandem technical support guided the customer through adjusting the pump settings to address elevated bg levels.